Manufacturer narrative:
This device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that the large jacobs chuck with key does not close to grab the drill bit; this occurred during setup. The device was not used during surgery. There were no injuries or medical intervention reported.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.